Event description:
It was reported that patient presented for a follow-up after receiving a high voltage therapy due to atrial fibrillation with high ventricular rate. The physician decided to change the patient's medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.